Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2011 and mesh was used. The patient was discharged from the hospital on (B)(6) 2011 and returned to prison. The patient presented with an infection at the site of the surgical wound on (B)(6) 2011. The patient was started on tetracycline but was switched to keflex. An abdominal CT was done. An I&d was performed and some pieces of the mesh were removed and a pocket of fluid was observed.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.